Event description:
It was reported that following a trial implant procedure, the patient experienced a cerebrospinal fluid leak. The patient also experienced a headache and neck pain. The trial system was removed on (B)(6) 2025. It is unknown which lead was at fault.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined. The allegation is against 1 of 2 leads; however, it is unknown which lead; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: drg trial lead, model: mn10350-50a, UDI: (B)(4), serial: (B)(6), batch: 10715534.